Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were fell off, hard to press and not responsive. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had a random no delivery alarm. Customer stated that the missing huge chunk in the top of the battery compartment. The device will not return for the analysis.